Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that, while attempting to insert the mega 50cc intra aortic balloon (iab), catheter into the femoral sheath, the clinician encountered an issue. The iab catheter started leaking blood and is removed. The clinician suspects the iab catheter maybe broken. No harm or injury to the patient was reported.